Event description:
It was reported that the patient's mobile power unit (mpu) had a yellow wrench alarm and stopped working. Biomedical engineers attempted troubleshooting but were unable to fix it. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu) not working was confirmed via testing of the returned mpu. The returned mpu (serial number (B)(6)) was evaluated at service depot and the issue was isolated to the patient cable. The patient cable was replaced; the mpu then underwent functional testing and passed. The patient cable was forwarded to product performance engineering (ppe) for further analysis. Visual inspection of the returned patient cable was unremarkable. The patient cable was plugged into a mpu test fixture and was unable to power on as intended. The patient cable was tested for current leakage, and the orange wire (redundant power wire) and black wire (communication wire) were observed to be shorting to the cable shield. Further investigation confirmed breaches in the insulation of the orange and black wires. The damaged insulations of the patient cable¿s wires allowed the exposed conductors to electrically short to the shield. The root cause of the reported event was determined to be damage to the insulation of the orange wire. A root cause for the damage to the insulation could not be determined. The relevant sections of the device history records for the mobile power unit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook are currently available. The IFU section 3, entitled ¿powering the system¿ explains all mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿ this section informs the user of the proper actions to take if the yellow wrench alarm activates. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. The patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the mpu patient cable. The patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device, including inspecting the mpu patient cable for damage. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.